Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) was unable to confirm the reported deflation issue due to the shaft rupturing during analysis. The shaft inner and outer member was visibly stretched. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found similar incidents from this lot. Av conducted root cause analysis and determined the most probable cause is variability in the manufacturing process. No action is needed at this time as preventative actions were previously implemented and the complaint rate for this issue continues to decline. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mid left anterior descending artery. A 2.5 x 33 mm xience alpine stent was implanted at the lesion site. A 3.5 x 20 mm nc trek balloon dilatation catheter was advanced to the lesion for post-dilatation; however, when inflated to 6 atmospheres something did not feel right. An attempt to deflate the balloon was made; however, the balloon would not deflate. An attempt to deflate the balloon with a syringe was made but this too failed. Some manipulation was used and the balloon was removed through the guide catheter without resistance. The procedure was successfully completed with an unknown balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.